Manufacturer narrative:
The device was received for evaluation. During functional testing, an unspecified error was reproduced as a false downstream occlusion error. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment downstream tubing guide plate shim. The downstream tubing guide plate shim requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.